Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04327; related manufacturer reference number: 2017865-2020-04328. It was reported that patient¿s device pocket had eroded and the patient developed pocket infection. The pacemaker and both the leads were explanted. Patient was in stable condition.